Event description:
Repair of subtaral deformity; 6.5mm synthes screw used during surgery. Months later, a second surgery was required to remove the fractured screw. There was an obvious non-union of the subtalar joint. The pt is a diabetic and obese. A second screw was placed by the orthopedic surgeon. **the broken screw was given to the pt by the orthopedic surgeon. The device is believed to still remain with the pt.